Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were provided, and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that during removal 2.7 variable angle (va) screws from the va ankle system on (B)(6) 2019, the screws were broken. Additionally, during the procedure, the star drive recess wasn't working. Procedure status and patient outcome are unknown. Concomitant devices: cortscr ø3.5 self-tap l36 sst (part: 02.200.03 lot: h192334, quantity: 1), cortscr ø3.5 self-tap l40 sst (part: 02.200.040, lot: h184231, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: 1). This report is for an unknown locking screw. This is report 1 of 6 for (B)(4).